Manufacturer narrative:
Analysis was performed by onsite service personnel which included checking , testing and examination of all alleged malfunctional devices. The x2 was mounted to an intellivue mounting solutions which is used with the intellivue mx700. The results of the analysis were that the assy plate of the mount was defective and needed replacement. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective assy plate mount. The issue was resolved by replacing the defective parts and the device is back in service. The x2 will be investigated in a separate complaint. E1: reporting institution phone#: (B)(6).

Event description:
It was reported that a x2 measurement server fell of the mount. The device was in clinical use. There was no report of patient or user harm.